Event description:
It was reported that the pump battery was depleting quickly resulting on the pump shutting off. The customer's blood glucose (bg) was over 600 mg/dl. No additional patient or event information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.